Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the implantable cardiac monitor exhibited intermittent ventricular undersensing with low amplitude r waves. The device appeared not to be sensing as no markers appeared on real time telemetry strip but r wave measurement was consistent. Programming changes were made and the maximum sensitivity was decreased. The patient is stable.